Manufacturer narrative:
(B)(4).

Event description:
It was reported that a warm up restarted during a sensor session. Data was received but does not reflect the full investigation window. Confirmation of the complaint was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.